Event description:
It was reported that during a laparoscopic lobectomy procedure the device was fired on the pulmonary vein on the first firing and then a blue cartridge was loaded for the 2nd firing to be used on the bronchial tubes. The firing trigger could not be fully grasped and stopped halfway through the second firing. The deployed staples were unformed. Reinforcement product was not used. The site was sutured by hand and the operation was finished without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Pinion axle support. The analysis results found that the (B)(4) device was received with the firing mechanism damaged and with a (B)(4) reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.